Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2014: inratio 1.0, 2.5. Time between tests: 1.5 hrs. Pt's therapeutic range: 2.5-3.5. Pt self tester was using a tourniquet at elbow. Pt indicated that there were no changes in medication since 03/2014 and did not provide list of medications.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criterial. A review of the manufacturer record for the lot did not uncover any non-conformances. Lot meets release specifications. Root cause is unable to be determined from the info provided. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.